Event description:
Additional information received indicated that lead was replaced due to migration.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-06623. It was reported that surgical intervention was undertaken on (B)(6) 2023, where the patients ipg and one lead was replaced for an unknown reason.